Event description:
On (B)(6) 2010, the pt was implanted with a scs system. On (B)(6) 2010, it was reported that the pt felt a pinching sensation when sitting. On (B)(6) 2010, the doctor moved the ipg pocket to the pt's left buttock. As of (B)(6) 2010, the pt is currently doing well and no longer feels pain at the pocket site.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, jamming occurred during use. Also, the jaw would no longer open after firing. The jaw was opened by returning the trigger to the home position by the hands. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Sticking jaw/cam. The analysis results of the el5ml found that it was received partially cycled and with one clip inside. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended; however, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. Please note that an investigation has been initiated to address the potential root cause of this issue. No incident related to the reported event was observed during the batch record review.